Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient experienced malaise, vomiting, and diabetic ketoacidosis (dka). The cgm was reading 46 mgdl and the blood glucose reading was 516 mgdl. According to the report, the patient was already in a hospice, so his issues were attended right away by the staff. The patient was already taking medication for nausea and for his sugar; however, the reporter declined to provide additional details as she reportedly did not feel comfortable providing it. There was no documentation of further medical evaluation or intervention for dka. At the time of the report, on (B)(6) 2024, the patient reportedly was still in dka and sick. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.